Event description:
It was reported via repair work order that the brakes would not engage at the footend due to a brake cam malfunction. No adverse consequence or clinically relevant delay in treatment was reported.